Manufacturer narrative:
This lead remains in possession of the explanting hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
This right atrial (ra) lead was explanted due to low sensing of p-waves and high thresholds as a result of lead dislodgement. No additional adverse patient effects were reported.